Manufacturer narrative:
The device is expected to return to the manufacturer for investigation; it has not been received.

Event description:
The event involved a plum set that leaked through the filter vent cover from the drip chamber. The medication involved was carboplatin at a rate of 500ml/hr. The event occurred during patient use, there was a delay in therapy, however, no one was harmed as a result of the incident.

Manufacturer narrative:
H10: the device was returned to the manufacturer on march 10, 2020. The complaint of leakage on the returned used 14007-31 primary plum set could be confirmed. The product was tested per product specification. There was a leak from vent plug juncture with the cap opened. The leak appeared to seep through the filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate reaction during use. A DHR lot# 4180024 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.